Manufacturer narrative:
(B)(4). The device was not returned to the MFR for inspection. We are currently seeking clarification regarding this event. We will provide a follow up report with the results of our investigation.

Event description:
A healthcare facility in (B)(6) reported via our distributor that the "flow broke" on an mr290 autofeed humidification chamber. No pt consequence was reported.